Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. 600290b mono cable 10 feet was returned for evaluation. Failure analysis: the returned monopolar cable was received in used condition, with the end broken off along the cable. The product lot indicates a manufacture date of 2019. Damage to the cable and insulation may be the result of wear or pulling by the cord instead of the plug. Damage will lead to smoking and fire hazard. Per the product warning label, "do not pull cord. Grasp the plug to remove the cable. Inspect the cord prior to each use for cracks/separation. Incorrect handling of the cord can cause sparks or a fire hazard." Per the cable's information for use (IFU, jl-00107), "it is very important to check all cables before each use for visual damages and wear, in particular with regard to the cord insulation. Never use damaged cables." Root cause analysis: the reported complaint was confirmed. The product lot number indicates a manufacturing date of 2019. Per the IFU and product warning label, damaged cables could pose a fire hazard and must not be used. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that during a case that was underway, the surgeon was using the mono cable 10 feet (3 meters) (600290b), and the nurse reported that she smelled "something burning, and then heard a pop, and the cable had broken apart." There was no patient injury or death reported; however, a couple of minutes delay was noted to replace the broken cord.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.